Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device came apart in pieces. Therefore, the pre-repair diagnostic assessment test could not be performed. It was further observed that the coupling pin came apart from the bearing housing label. It was determined that excessive corrosion was found inside the subassembly components and the ball bearings. It was further determined that the seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the sagittal saw attachment device came apart in pieces while in the surgeon's hand. It was further clarified that while the device was in use, it abruptly sprung apart into several pieces. There was a two minute delay to the surgical procedure. A spare device was available for use. The reporter stated that when the procedure was near its completion, additional x-rays were taken and all of the device fragments were retrieved and the procedure was successfully completed. There were no reports of injuries to the patient or the user. There was no human patient involvement as the device was used in a veterinary procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.